Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient, while sitting up in bed, experienced a suction event and the vad pump stopped three times, and then came back on. It was reported that the patient was fine and never felt light headed. The power base unit and power base unit cable were changed per instructions from the clinical representative and no further problems were reported. The hospital was instructed to send in waveforms for analysis. The device continues to remain in use and the patient is doing fine.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.